Event description:
The pt was undergoing a multi-vessel coronary stent procedure. While working on the intervention in the circumflex vessel, in the obtuse marginal branch, the tip of the kinetix wire broke off into the av groove of the vessel, remaining in the pt's vessel. The vessel is less than 1mm. Stent to the left anterior descending, stent to the circumflex, stent to the right coronary artery was completed.